Manufacturer narrative:
B5 updated with additional detail. The investigation is still ongoing.

Event description:
An impella cp device was inserted via the right femoral artery in a 76-year-old female patient for cardiogenic shock. The patient had a history of coronary artery disease. The patient experienced a traumatic intubation on 1/9. Subsequently, the patient developed a drop in hemoglobin requiring blood transfusion due to continuous mouth bleeding noted. An ent consultation was placed, and a decision was made to discontinue systemic heparin due to ongoing bleeding. The patient was receiving one unit of packed red blood cells and remained intubated. The patient survived following device explant. The impella 5.5 will be coded for major bleed, blood transfusion, and hemostasis. Based on the information available at the time of reporting, the bleeding was anatomically remote from the impella access site and is most likely related to traumatic intubation and anticoagulation management rather than a device-related issue.

Manufacturer narrative:
Investigation summary: (major bleed): the cause of the injury was not determined due to insufficient clinical details. Clinical review: an impella cp device was inserted via the right femoral artery in a (B)(6) year-old female patient for cardiogenic shock. The patient had a history of coronary artery disease. The patient experienced a traumatic intubation on 1/9. Subsequently, the patient developed a drop in hemoglobin requiring blood transfusion due to continuous mouth bleeding noted. An ent consultation was placed, and a decision was made to discontinue systemic heparin due to ongoing bleeding. The patient was receiving one unit of packed red blood cells and remained intubated. The bleeding did not resolve. The patient survived following device explant. The pump was not explanted due to the bleed. The impella 5.5 will be coded for major bleed, blood transfusion, and hemostasis. Based on the information available at the time of reporting, the bleeding was anatomically remote from the impella access site and is most likely related to traumatic intubation and anticoagulation management.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient on impella support with a cp pump. The complainant reported that the patient had a traumatic intubation. A drop in hemoglobin required administration of blood products due to continuous mouth bleeding. Heparin was also stopped. The patient remains intubated.